Event description:
Safeskin corporation was served with the following lawsuit; plaintiff's claim alleges the following: inter alia, allergic rhinitis, shortness of breath, itchy and watery eyes, wheezing, facial swelling and urticaria.